Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 - 40 mg/dl. Suspected cause was due to having a basal rate that was too high. Customer consumed carbohydrates and glucose tablets to address bg and was taken to the emergency room (ER) by paramedics. Customer was released from the emergency room the same day with no permanent damage. Customer updated their pump settings to address the event. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.